Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone, the insulin pump had alarmed compromised force sensor system. Alarm was confirmed on the device alarm history. Customer also mentioned the drive support cap was loose and sticking out. Customer's blood glucose was reported normal no actual numerical value. Customer is not returning the device for further analysis.